Manufacturer narrative:
Based on the information received at the completion of the clinical evaluation, there were reported evidence that supported the following case event. Clinical was able to confirm the patient's partial crown separation of the cuff (with an endoleak type 3b). In addition, clinical also confirmed the reported endoleak type 1a, stent migration, stent dilation on the main body stent, sac growth and a fractured crown of the initial suprarenal cuff (reference 2031527-2018-00147). Due to the lack of medical imaging, clinical was not able to confirm the open repair (explant) on the patient that was performed on (B)(6) 2018. Cumulative knowledge informed by past assessments of similar complaints was applied to a review of the available medical information. The most likely cause of the stent migration, which likely resulted in the proximal loss of seal, and compromised stent graft integrity of the cuff (stretched and breached) and the main body stent (stretched) was the hostile aortic neck anatomy. The progressive compromised fabric likely resulted in the partial crown separation and strut fracture of the cuff. It was reported that the patient was doing well post explant. There have been no further reports of negative patient sequelae. The explanted device was returned for evaluation. The device did not exhibit any signs of defect or damage other than that typical of an explant procedure. The two device had sufficient overlap (40 mm) and were still joined as one unit at time of evaluation. It was concluded that the evaluation was inconclusive. A review of the manufacturing lot confirmed all devices met specifications prior to release. These types of events will be monitored and trended as part of the quality system.

Event description:
Patient was presented with a migrated graft and possible graft separation. It was noted that more research and discussion will be addressed and what anatomical changes have taken place on the patient by the physician. If there is a definitive endoleak (and what type), a treatment plan will be presented. On (B)(6) 2018, physician elected to do a conversion/explant procedure. The graft was removed and a surgical graft was sewn in. The patient seemed to tolerate surgery well.